Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that their crack on the button of the pump and did not work properly. Customer had to press it multiple times for button to respond. The customer agreed to replace the pump.

Manufacturer narrative:
The insulin pump passed displacement test. Device was received with cracked select button keypad overlay and minor scratched lcd window. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked.